Event description:
Medtronic (covidien) received information regarding an incident involving its device. During the onyx injection part of the procedure, it was reported the apollo catheter ruptured at approximately an inch proximal to the detachment zone and onyx leaked out into the artery at this rupture point. The detachable tip detached and remained inside the patient. The physician did not attempt to remove the onyx. There was minimal reflux (1-2cm). The pause during injection was less than 2 min. There was no difficulty during injection prior to the burst. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00504.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).